Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) would not power up. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the battery charger/modem failed to power up. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board ram components (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event occurred due to this failure. The last pt to use this battery charger/modem did not report any problems.